Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained indicated no resistance was felt during the procedure. No damage was observed during prep or when the device was removed from packaging. The device had been inserted one time. Multiple devices were used at the same time as the device: a standard diagnostic catheter; jr 4.0 6f guide catheter; ebu 4.0 6f guide catheter, bmw wire (rca), high pressure balloon quantum 2.5x12mm (rca, lad), high pressure balloon quantum 3.25x12mm (lad), des xience pro 3.0x18mm (rca), and des synsiro 2.75x18 (lad). The physician was able to retrieve all parts within the same procedure, trapping the end of the tip within the catheter by a balloon and removing everything as a unit from the patient. Visual and microscopic inspection and functional testing were performed on the returned device. There was a kink at the proximal hypotube joint at 49mm from the proximal end of the wire as well as a couple of bends along the hypotube. There was clear residue along the hypotube. There was also clear, transparent residue covering the sensor. The core wire was broken and extended only 20mm past the sensor housing. The distal end of the core wire near the fracture site was twisted. The distal coil was stretched and broken. The stretched coil extended 23mm past the sensor housing. The missing distal portion of the wire was found in the guide catheter that was returned with the device. Approximately 311mm of stretched distal coil was removed from the guide catheter. The dome was present. There was also corrosion on the dome. The remaining 10mm of core wire was still soldered to the dome and the entirety of the core wire was accounted for. In addition, no corrosion was observed at the fracture site locations. The distal coil and core wire were broken. It is possible that this damage occurred as a result of mechanical strain during the procedure. We were unable to conclusively determine how the damage occurred. The instructions for use warns not to flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of review complaints.

Event description:
The physician reported a normal procedure. He used the verrata wire for measuring the rca with ffr. After a reading of 0.77 the physician decided to perform a pre-dilatation, then stenting and a post-dilatation. All devices had been delivered via verrata wire. The physician did not feel any resistance during the changes of the devices. According to him, everything went smoothly. He did not "jail" the wire. When he removed the verrata wire, he performed an x-ray and recognized a thin radiopaque part in the observed vessel. When he had a closer look at the verrata wire, the physician recognized that the distal part, the tip, was missing. The physician was able to trap the distal tip in the catheter with a balloon and removed everything out of the patient. There was consequence or impact to patient. The patient was discharged as expected and is doing fine. Vessel information: mid riva, 80% stenosis, calcification, not tortuous. Patient had 3 vessel disease with a cardiac history since 2009. Rca medial 90% stenosis, lad prox. To medial 70% stenosis, cx 50% stenosis. Ef 69%. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email. All reasonably known patient information is included in this report.